Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection around the implant site. The patient was treated with IV antibiotics in (B)(6) 2015 (duration and exact date not reported). The implanted device remains.